Event description:
It was reported that prior to use foreign matter was discovered under the cap with a bd insyte¿ IV catheter. The following information was provided by the initial reporter: foreign material inside the catheter protection cap.

Manufacturer narrative:
Investigation summary: one photo and one actual sample was received for evaluation by our quality team. Upon visualization of the samples received, loose foreign matter was observed on the inner cover of the needle cover; therefore, the failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the foreign matter came from the manufacturing line. Actions, which include polishing and smoothening the manufacturing line surfaces to avoid drag marks and shear offs have been taken to prevent the reoccurrence of this failure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered under the cap with a bd insyte¿ IV catheter. The following information was provided by the initial reporter: foreign material inside the catheter protection cap.